Manufacturer narrative:
Philips service took the foot pedal out of operation and replacement is pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the wireless foot pedal was defective and its battery was replaced on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.